Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high impedances. It was not possible to fully extract the lead, so it was cut at the yoke. There were no adverse patient side effects reported.